Manufacturer narrative:
The device has not yet been rec'd for analysis.

Event description:
Information received from the field notes that when the patient was seen for a routine follow-up, interrogation of the device indicated that the device was in the "shut down" mode. The programmer displayed fault code "92bc".. The patient was admitted to the hospital.